Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had differences between sensor glucose and blood glucose readings. Customer stated that the sensor glucose was reading off by 200-300 points. Customer's blood glucose was 488 mg/dl. Customer stated that her current sensor glucose was 211 mg/dl and current blood glucose was 147 mg/dl. Customer stated that she has one arrow going down on the sensor graph. Customer stated that in the beginning she had bent cannulas but not now. Customer was advised to remove and replace the sensor. Customer will be shipped a replacement sensor. Customer mentioned that she had bolused for her high blood glucose and it was currently 147 mg/dl.